Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws would not slide through the device, they could not safely advance and retract the jaws when harvesting. Opened a new device to complete the case. No injury.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (B)(4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (B)(4) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period jan -2020 through dec -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (B)(4) enter investigation. The device was returned to the factory for evaluation on 01/27/2022. An investigation was conducted on 02/10/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws of the harvesting device. There were no physical or visual defects observed on the jaws or the heater wire. The harvesting device was returned outside the cannula. The c-ring was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h3 - device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.